Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found one(1) defective load cell and a replacement was required. No physical damage was noted during visual inspection. In addition, unrelated to the reported complaint, sticky clutch was observed. The clutch plate was deburred to address the issue. During functional testing, ua07 displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 07 on the reported event date. After replacing the defective part, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use on patient in cardiac arrest, the autopulse platform (sn (B)(4)) exhibited ua 7 (discrepancy between load 1 and load 2 too large) error message and would not perform compressions. The customer tried to pull up the lifeband and re-position the patient, the issue was not resolved. The use of the platform was discontinued and manual CPR was performed for an unknown length of time. No patient harm or consequence was reported.